Event description:
It was reported that the patient presented to the hospital after hearing an alarm and a device interrogation indicated the right ventricular (rv) lead exhibited non-sustained high rate episodes and high rv defibrillation impedance. It was also noted the electrogram (egm) showed noise. The rv lead was turned off and rv lead replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted beginning (B)(6) 2015, 24 ventricular sensing integrity counts (sic) were observed, along with a high rate non-sustained (ns) episode with evidence of lead noise oversensing. It was noted on (B)(6) 2015, the right ventricular (rv) lead pacing impedance spiked to 1710 ohms up from a trend in the 300-400 ohm range.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead has been explanted. No patient complications have been reported as a result of this event.